Event description:
It was reported that the bd discardit¿ ii syringe leaked past the plunger when administering medicine with the needle. The following information was provided by the initial reporter, translated from french to english: "leakage of liquid between the body of the syringe and the plunger (a few drops) when administering the drug with a needle (not reproducible with syringe alone) - consequences: drug not administered to patient. Preparation of a new syringe.".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2101164. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, it was determined that the plunger rod component was damaged. It has been concluded that the leakage was a consequence of damage to the plunger rod lip component. This type of damage can result during the handling of the product through the manufacturing process or during assembly of the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked past the plunger when administering medicine with the needle. The following information was provided by the initial reporter, translated from french to english: "leakage of liquid between the body of the syringe and the plunger (a few drops) when administering the drug with a needle (not reproducible with syringe alone) - consequences: drug not administered to patient. Preparation of a new syringe."